Event description:
Pt was seen for follow-up by neurologist because they had experienced a 30 minutes seizure. Reporter indicated that upon interrogation, vns pt's device was not set to same parameters as it was programmed to at last office visit. The device output current was programmed to 1.5ma output current at previous office visit approx 7 weeks prior. Device interrogation at follow-up office visit revealed that the device output current was set an oma output current, indicating that the pt was not receiving therapy. Investigation to date has been unable to determine whether the device malfunctioned or whether user error during previous programming session had occurred.